Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged issue began at 10:42 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿176 and 46 mg/dl¿ with the subject device, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision; however, it was noted that the patient was using an incorrect testing technique to obtain the results. The patient manages her diabetes with self-adjusted insulin (lantus and novolog, unspecified dosages). The patient reported prior to attempting to test with the subject meter, she woke up with symptoms of feeling ¿shaky, hot and confused¿ and she advised that after obtaining the allegedly erratic blood glucose readings with the subject meter, she self-treated with glucose tablets. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. It was also noted by the csr that the patient was not using an approved sample site to obtain the blood glucose results and that she was also following an incorrect testing technique by applying the blood sample under the test strip. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the device, the patient reportedly developed symptoms suggestive of severe hyperglycemia which subsequently meets lfs¿ criteria for a serious injury reportable adverse event. The alleged issue could not be ruled out as a cause and/or contributor the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.